Event description:
An internal investigation was conducted requesting any info regarding the need for surgical re-operations for any reason following the implant of the charite artificial disc. The contact reports that after implant of the disc a pt awoke with leg pain. Imaging showed a bone fragment had been left in the spinal canal. The pt subsequently underwent a procedure to remove the bone fragment. The artificial disc was not removed. The event was not considered to be product related.